Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of the ua07 was the failed load cell #1. The platforms broken covers and load cell failure were likely attributed to mishandling, such as a drop. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on and around the reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The root cause of the ua07 was the failed load cell #1, which was replaced. Subsequently, the autopulse platform passed a functional test using lrtf (large resuscitation test fixture) with known-good batteries for 15 minutes with no problem. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). The lifeband was replaced, but the issue persisted. No patient involvement.